Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes, investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. X-rays along the guidewire lumen were taken and no abnormalities were observed. Damaged observed on proximal end of the returned guidewire. Proximal to the y-connector. Slightly uncoiled when pulling the guidewire distally from distal nose tip. Balloon material removed from distal end to observed if guidewire was caught in nose tip; however, no abnormalities observed. Guidewire lumen cut at the crimp area and no resistance observed when removing the distal end. Device cut distal to the handle nose cone and no resistance observed when removing the proximal end. Remaining flex shaft section with no kinks or abnormalities observed. Distal half of flex shaft section contained the transition point between stiffness zones. The guidewire was slightly uncoiled due to being pulled distally. Proximal half of flex shaft section where resistance was experienced with the guidewire lumen. Damage occurred on guidewire when engineering was locating/removing the guidewire lumen. It is unknown if there was damage prior. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned complaint device. No manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''after valve alignment in the straight section of the aorta, the wire was not able to be moved forward or backward. It was noticed during insertion that the system was difficult to slide over the wire''. It was additionally reported, ''it could be that the wire was slightly damaged by "wire pacing". Before the commander ds, a balloon for valvuloplasty and a non-edwards catheter were already pushed over the wire''. The case notes revealed that the stylet was used during valve crimping and functional testing revealed no resistance was felt while using a sample guidewire, suggesting that the guidewire lumen of the delivery system was undamaged during use in the procedure. As such, it is possible that the guidewire used during the procedure was kinked, frayed, or damaged, resulting in the reported resistance. Per the IFU/training manual, in a normal procedure, the delivery system should be removed through sheath post valve deployment, following by sheath removal. In this case, due to a stuck guidewire, the entire system (ds + sheath + guidewire) was removed together as a single unit. In addition, per follow-up response, there was a slight vascular injury to the peripheral vessel during device withdrawal, but nothing serious. The exact reason for the vascular injury is unknown; however, it is likely related to withdrawal difficulty due to damaged guidewire. As such, available information suggests that procedural factors (damaged guidewire) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. During procedure, after valve alignment in the straight section of the aorta, the wire was not able to be moved forward or backward. It was noticed during insertion that the system was difficult to slide over the wire. Therefore, the valve was deployed into the abdominal aorta. Another valve was implanted. Patient was stable post procedure. As per reporter opinion, it could be that the wire was slightly damaged by "wire pacing". Before the commander ds, a balloon for valvuloplasty and a non-edwards catheter were already pushed over the wire.